Event description:
The handle of the device broke during stone removal and the pt was taken to surgery for removal of the stone and basket. The 79 yr old male pt was taken to ICU and was connected to a ventilator. The rn stated that the device will not be sent for evaluation.